Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 595398003 model/catalog description control pump fgs iz.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which a new aus system was implanted. The previous balloon remained in situ. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that fluid leak was the suspected cause of the problem due to the system having no saline.